Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient was disconnected from the ilet due to missing ccs shipment connectors and experienced hyperglycemia, with a reported blood glucose of 288 mg/dl and sustained elevated levels since the disconnection; replacement supplies were shipped and a tracking update was provided. Symptoms included feeling sick. Outcomes included the need for back-up subcutaneous insulin via pen and assistance from a school nurse. Investigation included a review of complaint details and coordination of replacement supplies and logistics tracking. Investigation of this case revealed that the cause of the hyperglycemia was unclear while the device was not in use due to missing connectors. It was concluded that the event involved hyperglycemia of unclear cause with mitigation via manual insulin administration and that replacement supplies were provided to restore therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.